Manufacturer narrative:
In review of the current repair report, repairs were found as it relates to unit not connecting to any cart. Tech found coupler nose board was bad and replaced it. Tech also replaced control board which resolved issue. Tech tested all functions and returned unit to service. Device is used for treatment. A definitive root cause can not be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that during cleaning the cart would not connect to any cart. Upon inspection it was found that the control board was charred. No adverse events were reported as a result of this event.